Event description:
The patient experienced right-sided weakness, double vision, vertigo, and difficulty swallowing. CT revealed a mid-brain cerebral vascular accident (cva) and, on 03/06/2000, the patient was admitted for treatment a transesophageal echocardiogram (tee) demonstrated pv leak and the patient was discharged on 04/10/2000 with a diagnosis of "brain stem stroke secondary to cardiac embolus". A repeat tee also revealed pv leak.